Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) channel. Technical services (ts) was consulted and found no evidence of noise episodes. Ts recommended to perform isometrics and pocket manipulation to evaluate this case. An anomaly in the pin-header interface was discussed as a potential cause for this event. The associated ra lead is a non-boston scientific product. No adverse patient effects were reported. This crt-d remains in service.